Manufacturer narrative:
Additional device product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that during an intramedullary (im) nailing of intertrochanteric fracture procedure on (B)(6) 2020, the trochanteric fixation nail advanced (tfna) fenestrated screw got stuck in the tfna nail and could not be advanced or pulled back. The nail was able to be removed and exchanged with another nail. A second tfna set was used to proceed with the case. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: tfna screw inserter (part # 03.037.025 lot # l503499, quantity 1), connecting screw for tfna helical blade and screw (part # 03.037.026 lot # l987541, quantity 1), extraction instrument for tfna helical blade and screw (part # 03.037.030, lot # 534061, quantity 1); 11mm/125 deg ti cann tfna 235mm/left, sterile (part # 04.037.115s, lot # 49p4912, quantity 1). This report is for one (1) tfna fenestrated screw 85mm. This is report 1 of 2 for (B)(4).